Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The insulin pump alarmed button error. The blood glucose reading was 400 mg/dl. Customer stated that he fell into the lake wearing the insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
This information is provided in response to your request dated august 26, 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the insulin pump alarmed button error. The blood glucose reading was 400 mg/dl. Customer stated that he fell into the lake wearing the insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.